Event description:
It was reported that a significant increase in pacing impedance within the past year, significant noise leading to inappropriate auto mode switch (ams) and increasing capture thresholds were observed on the right atrial (ra) lead. A ra lead fracture was suspected. The ra lead was capped (B)(6) 2024 and replaced. The patient was stable.